Event description:
A flake of metal appears to have come off the cutting surface and was seen in a specimen. Radiographer's comments: "during breast biopsy procedure, a check pair of images was taken digitally. A bright white artifact had appeared on the tv screen, which was not there initially. I targeted this artifact and removed it with the next core biopsy. This is visible in basket e on the specimen film."